Event description:
The facility reported that the pump was running all the time during the surgery to deliver an unspecified brand of insulin. The pump continued to run while the pt was transferred to cvicu. The pump ran for an hour in cvicu (post op). The nurse then found that the pump displayed "out of service" on channel "b" stopping the infusion. The nurse switched out pumps to continue the infusion. There was no pt injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.